Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; defect of the pressure reducer was noted. The device was manufactured over 15 years ago. The reported event was caused by the defect of the pressure reducer. There is possibility that the defect of the pressure reducer was caused by aging. If additional information becomes available, this report will be supplemented.

Event description:
The user facility reported that the device had a malfunction when gas was being supplied. The user noticed it during preparation for use. Olympus repair center evaluated the device and confirmed that the insufflation pressure was below standard. There was no report of patient injury associated with this event.